Event description:
Information was received that reported a needlestick incident that occurred 2008. Reportedly during deaccess the nurse felt that the needle was "stuck" and forcibly pulled back on it. The needle rebounded and the nurse had a needlestick. The reporter does not believe that the nurse activated the safety device. The nurse did have additional in-vitro testing and an injection of gamma-globulin per their protocol.

Manufacturer narrative:
Manufacturer completed the entire form. Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.